Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the device fell off event. Device #048708-a and #048708-b exhibited no anomalies that could contribute to the reported event. Due to the used condition of the returned device, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
Patient stated that the v-go she applied the night of (B)(6) 2021 fell off in the shower on (B)(6) 2021, 7 hours after it was applied.